Event description:
It was reported the patient was admitted to hospital due to pocket infection. The patient underwent a pocket "revision." The patient was discharged two days later with the event considered resolved. The device remains in use. The physician had no product complaint. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).